Event description:
On (B)(6) 2010, patient reported infusion device would not perform prime function. No error messages were received on infusion device. Troubleshooting found check button was not responding consistently. Patient reported this issue had been ongoing but could not provide an exact date. No additional information was provided. Infusion device was replaced and requested for evaluation. Followup was provided by clinical specialist. Clinical specialist advised she was unsure if patient pressed the check button correctly. Clinical specialist will assist with setup of replacement infusion device. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.